Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. The complaint device was returned for evaluation. The device's exterior was visually inspected and passed. A charge and boot test was performed and failed. The device was opened and receiver download was performed and the reported event of loss of connection was not confirmed. The probable cause could not be determined. No additional event or patient information is available.